Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported he was experiencing high blood glucose of 400 mg/dl. Customer stated the device kept blinking in and out, blank display. Customer was advised to disconnect from the device. Customer reported the device had a crack near the reservoir. The device was dropped but hasn't been exposed to moisture. Customer uses duracell batteries. No damage noted in the battery compartment, battery cap, or spring. New battery was inserted and the display did not turn on. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.